Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 176834 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 176834, test base part number 195-430wl / lot 172504. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176834 showed that the complaint rate is (B)(4) (2/278796). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 176834 showed that the complaint rate is (B)(4) (2/278796). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Reference MFR. Reports:1221359-2022-02370.

Event description:
The consumer reported two (2) conflicting results with binaxnow covid-19 antigen self-test on various dates.this test represents the second test was performed on 26apr2022, involving lot number (176834) quantity (1) .confirmation test was not performed . The consumer tested positive on (B)(6) 2022 , and then tested negative on (B)(6) 2022 . No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This MFR. Report addresses test (2) two of (2) tests.